Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported complaint was deemed not confirmed. The complaint sample was not made available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint product.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak located at the header of the arterial cap side of the dialyzer. The leak occurred within the first 5mins of treatment. The machine did not alarm. Test strips were not used to confirm the leak. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on the same machine with a new set-up. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.